Manufacturer narrative:
The returned product was evaluated by co for preimplanataion pressure, pressure/flow characteristics, patency and siphoning. A particle was found in the seat area of the lower siphon control membrane of the valve. When tested, the particle flushed out during initial priming and had no effect on the performance of the valve. The product met all co's performance specifications. The manufacturing records for the product were reviewed and no anomalies were noted.

Event description:
The valve was hooked to the manometer. The manometer pressure did not like it was supposed to.